Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed all functional testing including idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window and missing the end cap sticker.

Event description:
It was reported that the insulin pump alarmed no delivery and customer reported high blood glucose. Customer stated that blood glucose has been rising due tono dleivery, reservoirs and cannulas. Customer did troubleshoot. Customer's blood glucose was 20 mmol/l. Customer stated the cause was maybe due reservoir or cannula and air going to the tubing were happening quite frequently. Customer stated has been changing site every 2.5 days. Customer declined to troubleshoot, she wanted to have reservoir and infusion sets replaced. No further information provided.